Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the first obtuse marginal coronary artery with one xience v stent (2.75x12) and in the proximal left anterior descending coronary artery with one xience v stent (4.0x18). On (B)(6) 2008, the patient underwent a staged procedure in the proximal right posterior descending coronary artery with one promus stent (2.5x15). On (B)(6) 2012, the patient went to the emergency room with chest pain that was diagnosed as an acute myocardial infarction. The patient received a stent in the distal right coronary artery (rca) and the proximal rca. The patient became hypoxic, restless, and went into cardiac arrest. Cardiopulmonary resuscitation was performed, but was unsuccessful. The patient was pronounced dead on (B)(6) 2012. There was no additional information.

Manufacturer narrative:
(B)(4). Stent: xience v 4.0 x 18 and 2.75 x 12; clopidogrel, aspirin. There were no reported product deficiencies. The reported patient effects of angina, death, and myocardial infarction are listed in the electronic promus everolimus eluting coronary stent system instructions for use, as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.